Event description:
It was reported that this right atrial (ra) lead was exhibited high pacing thresholds. During a lead revision the lead was unable to be extended and it was explanted and replaced. No additional adverse patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the inner coil near is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibited high pacing thresholds. During a lead revision the lead was unable to be extended and it was explanted and replaced. No additional adverse patient.